Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the device found that visually, there was no significant damage to the packaging carton when returned. The carton included inserts and an open pouch. The pouch was opened from 1 of 4 sides (opened only from chevron side of the pouch). The pouch contained all components (packaging tray, red/white and green electrodes, and the tube). The harness was wrapped in tape paper when returned. The tube had no traces of wear (no damage in the construction of the tube and no contamination). Functionally, a syringe was used to inject 15cc of air into the cuff and the cuff started to deflate immediately. There was a small hole in the middle of the cuff (too small to be measured). For further analysis, the cuff was submerged under the water and inflated with 15cc of air to confirm the leakage. The bubbles were coming from the tiny hole found in the middle of the cuff (the hole on the cuff was in alignment with the blue cross located on the tube). In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before intubation, the anesthesiologist checked the cuff and found air leakage, so the endotracheal tube was replaced. The product did not have contact with the patient. The procedure was completed with backup product. There was no patient impact.